Manufacturer narrative:
Report source: other: (B)(6) incident report reference no. (B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a procedure performed on (B)(6) 2012 for urinary incontinence treatment. Three months after the procedure, the patient's incontinence returned. On (B)(6) 2014, the patient had another mesh implant (brand name unknown) but she experienced incontinence again. On (B)(6) 2014, the patient experienced pain in groin, thighs, legs, buttocks, back, abdomen, and intestines. She had major depression, severe pain at work, and painful sexual intercourse since the implant. She added that she can feel the mesh inside her sometimes and has difficulty walking and exercising.